Event description:
It was reported that the customer got the pump wet and the touchscreen became unresponsive to presses. There was no impact to customers` blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.

Event description:
It was reported that the customer got the pump wet and the touchscreen became unresponsive to presses. There was no reported impact to customer's blood glucose level.